Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was experiencing poor communication. They received their replacement insr part, charged the insr for 24 hours, and tried charging their implant. The patient hadn't been charging due to an unrelated medical issue. The patient noted that they were having a hard time getting around. They were advised to follow up with their healthcare provider and had an appointment on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins depletion was that the ins is not staying charged and has to be charged often. The patient mentioned a shift of stimulation off. The patient mentioned they were sent a new recharger and they charged it for 24 hours and tried charging the stimulator but it would not charge. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and other chronic/intract pain (trunks/limbs). It was reported that the patient hasn¿t been able to charge their ins because they haven't been able to use their ins recharger (insr). It was reported that the ins has been dead for about 2 months. It was reported that the ins wouldn¿t stay charged and the patient went from having to charge the ins once a week to once every 2 ¿ 3 days. The patient stated that the leads ¿shifted¿, but then clarified that they meant that the stimulation had shifted over time. The patient stated that the left side is ¿a little bit away from where it was.¿ no further complications are anticipated.